Event description:
I was implanted with allergan natrelle style 110 textured implants. I was not told of the potential harm they carry, or I would have never put them in my body. Since then, I have had an unexplained rash that I have been to the dermatologist for several times, to include skin biopsies, with no diagnosis. I have also had inflammation, and constant red irritants eyes since the time of the implants. FDA safety report ID # (B)(4).